Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button on the insulin pump did not respond due to corroded keypad trace. No button error alarms were noted during testing. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.